Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during bolus delivery. Customer also stated that he received no delivery alarms. Device was not exposed to a magnetic field. Customer does not use the sensor feature. He was able to complete the rewind sequence and performed a self test and it passed. Customer declined to troubleshoot for no delivery alarms. Blood glucose value is 210 mg/dl. Nothing further reported.